Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, a crack in the center of the lens noticed by surgeon. There was no patient injury and the lens was removed and replaced with no issue. Additional information has been requested.